Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the customer reported issue. As a result, the fse replaced the iesu. The fse then tested the system and verified that it was ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a planned da vinci-assisted low anterior resection (lar) procedure, the integrated electro surgical unit (iesu) generator was not activating energy while the surgeon was pressing the coagulation pedal. The customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that new cables and a different grounding pad were used; however, the issue persisted. The tse reviewed the logs and found several error codes related to an internal fault of the generator. The surgeon aborted the procedure as the generator was unable to be used.

Manufacturer narrative:
Updated sections: d9, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the erbe generator involved with this complaint to perform failure analysis. An error was found, confirming the fault that occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments.

Event description:
Refer to h11 for follow-up information.